Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that these sutures are used to close the ventricular septal defect in children born with a hole in their heart. This was not recognized until several sutures were open onto the sterile field and handed to the surgeons where they placed the stitches in the place of the hole in the heart and when the surgeon went to seat the pledget down in the specific position, he would see that the suture strings did not come out on the other side of the pledget as they should. What this means is that the suture could not be used as it should to create a seal around the hole of the heart. Every time this was done, the surgeon would have to cut the stitch out of the child's heart and start over hoping that the next pledget would be accurately manufactured. Several times this issue occurred and by continuously needing to repeat these steps, the child required more time on the bypass machine as well as more time under sedation. I would also like to note that every time a suture is passed through tissue, it creates a hole in the tissue which causes patients to bleed more from more needle holes placed. There was no patient injury.

Manufacturer narrative:
(B)(4). DHR review was performed and documented on the initial complaint investigation report with no findings and no issues. 5 samples of product code 7-6595 were received for analysis. Samples were received without its sterile pouch instead the samples were received on a ziploc bag, each sample was on its carrier. Samples were inspected in accordance to qa inspection procedure qa-sut-001 step 7.4.31 which call for visual aid f-2162 to review the position of the suture string. According to visual aid f-2162 the 5 samples sent for analysis are rejected. Based in this finding the customer complaint is confirmed. A root cause analysis will be addressed in a nonconformance in order to document a corrective action. According to the investigation performed in the samples sent for analysis the customer complaint is confirmed. A root cause analysis will be performed in a nonconformance. Manufacturing and qa personnel have been notified of this event for awareness.

Event description:
It was reported that these sutures are used to close the ventricular septal defect in children born with a hole in their heart. This was not recognized until several sutures were open onto the sterile field and handed to the surgeons where they placed the stitches in the place of the hole in the heart and when the surgeon went to seat the pledget down in the specific position, he would see that the suture strings did not come out on the other side of the pledget as they should. What this means is that the suture could not be used as it should to create a seal around the hole of the heart. Every time this was done, the surgeon would have to cut the stitch out of the child's heart and start over hoping that the next pledget would be accurately manufactured. Several times this issue occurred and by continuously needing to repeat these steps, the child required more time on the bypass machine as well as more time under sedation. I would also like to note that every time a suture is passed through tissue, it creates a hole in the tissue which causes patients to bleed more from more needle holes placed. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No corrective actions can be implemented due the lack of product sample to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause.

Event description:
It was reported that these sutures are used to close the ventricular septal defect in children born with a hole in their heart. This was not recognized until several sutures were open onto the sterile field and handed to the surgeons where they placed the stitches in the place of the hole in the heart and when the surgeon went to seat the pledget down in the specific position, he would see that the suture strings did not come out on the other side of the pledget as they should. What this means is that the suture could not be used as it should to create a seal around the hole of the heart. Every time this was done, the surgeon would have to cut the stitch out of the child's heart and start over hoping that the next pledget would be accurately manufactured. Several times this issue occurred and by continuously needing to repeat these steps, the child required more time on the bypass machine as well as more time under sedation. I would also like to note that every time a suture is passed through tissue, it creates a hole in the tissue which causes patients to bleed more from more needle holes placed. There was no patient injury.